Event description:
A female consumer had essure (fallopian tube occlusion insert) implanted. It was reported that one coil migrated into consumer's bowel and pierced it. According to the reporter, if essure had not been surgically removed on (B)(6), 2013, she would have had major damage. At time of report, she was experiencing tons of pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs